Manufacturer narrative:
The device in the patient 16 months prior to identifying the break. It is unknown when the screw broke. No other information is available for this case. If more information becomes available this report will be updated with the new information.

Event description:
Approximately 16 months after the initial surgery it was discovered that the head of the screw in a single level construct had fractured. The surgeon has no plan to remove the broken screw.